Manufacturer narrative:
Device analysis report attached. This report is submitted on january 21, 2022.

Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) to reposition the device due to implant migration; however, the surgery was unsuccessful. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 20, 2021.